Manufacturer narrative:
Device received with blank display due to moisture damage on the battery connectors, and on the connector between electrical board. Unable to perform displacement, self test, sleep current measurement, active current measurement tests due to the blank display. Device had cracked case (battery tube). The device p-cap / test reservoir locks in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was cracked. Customer stated the spring was damaged. Customer stated that display did not returned after insulin pump restart. The insulin pump will be returned for analysis.